Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio flex meter was reading inaccurately compared to another meter. The complaint was classified based on the available customer service representative (csr) documentation, as the patient had indicated an unwillingness to provide additional details during the initial call. The patient stated that the alleged issue began on (B)(6) 2018 (time not specified) when she obtained a result of 170mg/dl using the subject device compared to a reading of 40mg/dl from a hospital device (brand not provided) and was unable to provide the time difference between the results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not specify what medications, if any, she takes to manage her diabetes or if she had made any change to her usual routine in response to the reported issue. The patient claimed to experience symptoms of ¿sweaty¿ approximately 5 minutes after the alleged issue began, and was reportedly hospitalized on (B)(6) and received hcp treatment, although the patient was unwilling to provide details around what type of treatment was received. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, the test strips were stored correctly and within expiry measure and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.